Manufacturer narrative:
(B)(4). Approximate age of device ¿ 46 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 for gastrointestinal (gi) bleed. An esophagogastroduodenoscopy (egd) and colonoscopy revealed no active bleeding. Red blood cell (rbc) scan found active bleeding in the jejunum. Push enteroscopy was performed with cautery and two clips were placed. The patient¿s hemoglobin (hgb) has remained stable so the patient will stay off anticoagulation till (B)(6) 2018. Inr goal will be lowered to 1.8-2.0. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.